Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence cystocele on (B)(6) 2009 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and 3rd degree cystocele and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems and dyspareunia. It was reported that on (B)(6) 2010, the patient underwent excision of extruded mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00422. The same patient is represented in each medwatch.. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00422. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and urinary leakage.

Event description:
It was reported that following insertion the patient experienced vaginal discharge and urinary leakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.